Manufacturer narrative:
Unfortunately, the sample has not been released from the hospital, therefore, we are unable to determine the exact cause for the reported issue. If the sample becomes available, we will reopen the investigation. No issues were found while performing the DHR review. A descriptive statistic analysis was performed concerning notch dimensions from the inspection forms of the lots used in the subassembly process and after performing data analysis no issues were found.

Event description:
Patient had been dialyzed and undergone a thoracentesis earlier in the day. He was in the process of undergoing a needle biopsy of the liver for suspected metastatic liver disease. The first needle pass failed to obtain tissue and it was noted that the biopsy needle had broken, leaving the distal portion of the needle within the liver. The needle was at a right angle to the plane of the biopsy. A second pass using a new needle was undertaken and adequate biopsy cores obtained. Shortly after the procedure, the patient developed evidence of internal bleeding. His hemoglobin dropped from 11.6 to 5.9 gm, he became hypotensive and arrested. Patient eventually passed away.